Event description:
It was reported by the patient's legal guardian that the patient developed multiple areas of scar tissue on the legs caused by pod and sensor insertions; it was reported that the patient uses dexcom g6 sensors (dexcom have been notified). The patient consulted with their paediatrician on (B)(6) 2025 who prescribed a topical "hormone" cream as treatment. They were also advised to utilise the abdomen as a pod placement site. The name of the paediatrician, the name of the medication and dosage of the medication were not provided.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the scar tissue formation. No lot release records were reviewed, as the product lot number was not provided. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6 per iso11135 and eo residual levels in compliance with iso10993. Each lot is confirmed to meet requirements for non-pyrogenicity per iso10993 and sterility per iso11135 prior to release. Locked down smartphone: lockdown: omnipod software app version: 3.1.5-p001, operating system: n5004l-am-q-mv01602-06-01.06, hardware: n5004l, cgm sensor type: g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported by the patient's legal guardian that the patient developed multiple areas of scar tissue on the legs caused by pod and sensor insertions; it was reported that the patient uses dexcom g6 sensors (dexcom have been notified). Other symptoms include dry, red and inflamed skin. The patient consulted with their pediatrician during a three-monthly check-up (pediatrician (B)(6) from (B)(6) on (B)(6) 2025 who prescribed a topical "hormone" cream as treatment for when the skin is red or irritated. They were also advised to utilise the abdomen as a pod placement site and to rotate sites. The name of the medication and dosage of the medication were not provided.

Manufacturer narrative:
The complainant provided additional information pertinent to the reported medical event.

Manufacturer narrative:
The name of the prescribed medication (triamcinolone acetonide) was provided on (B)(6) 2026. Section b5 has been updated accordingly.

Event description:
It was reported by the patient's legal guardian that the patient developed multiple areas of scar tissue on the legs caused by pod and sensor insertions; it was reported that the patient uses dexcom g6 sensors (dexcom have been notified). Other symptoms include dry, red and inflamed skin. The patient consulted with their pediatrician during a three-monthly check-up (pediatrician (B)(6) from (B)(6) on (B)(6) 2025 who prescribed a topical triamcinolone acetonide cream as treatment for when the skin is red or irritated. They were also advised to utilise the abdomen as a pod placement site and to rotate sites.